Event description:
It was reported that during a coronary artery stenting procedure, the pt experienced EKG changes. The pt was treated with balloon angioplasty and placement of a taxus express2 stent in the post lateral via saphenous vein graft with 0 % residual and post-procedure timi flow 3. Pre-procedure diameter stenosis was 80% with timi flow 3. The non bsc 25x12mm balloon was inflated at 14atm for 20 seconds. Then the balloon was inflated at 15atm for 20 seconds. The taxus express2 3.0x12mm stent was expanded at 16atm for 20 seconds. EKG changes occurred. It was noted at the conclusion of the case that there was no treatment given or no complications as a result of the EKG changes. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.